Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that movement of the probe rinse block (rb1) on the blood sampling valve (bsv) probe was restricted. The fse also discovered that the probe was not aligned with the rb1. The fse proceeded to replace the backwash arm cylinder (cl3) to resolve the issues and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported a leak of approximately two to three milliliters per clean and quality control (qc) cycle from the lh 500 hematology analyzer. The customer was unable to determine the source of the leak but stated that fluid appeared to be leaking from the probe wipe rinse block or blood sampling valve (bsv) of the instrument. The customer stated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.